Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusion can be drawn at this time. Once the eval is completed, a supplemental report will be filled.

Event description:
The pt contacted animas on (B)(6) 2010, alleging that the bolus info recorded on the "status screen 2" of the pump was inaccurate. The pt claimed that the "status screen 2" showed the last bolus at "(B)(6) 2010 at 1534". However, the pt also claimed that the history menu showed the last bolus at "(B)(6) 2010 at 2022. There was no reported pt impact associated with this complaint. The animas rep advised the pt to monitor her boluses carefully. This complaint is being reported due to the unresolved recorded bolus history issue. There is no evidence, however, that the pt suffered a serious injury because of the alleged issue. The pt did not allege any harm or injury due to the reported issue.